Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Troubleshooting indicated a faulty gas delivery engine (gde). A new gde was installed, all gde connections were secured. Extended systems test (est) and user verification tests (uvt) performed per manufacturers specifications. All flows and volumes verified with flow analyzer measured within specifications.

Event description:
The customer reported that the avea ventilator was giving circuit disconnect/circuit occlusion error. There was no patient involvement reported in this event.